Manufacturer narrative:
Customer is holding the repair of this vent. A follow up report will be submitted when new information becomes available.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injures as a result of the event. The evaluation of the vent has not been completed.